Event description:
The customer stated an architect i1000sr analyzer generated a (B)(6) result for one patient sample. The patient had a history of (B)(6) results. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect (B)(6), that has a similar product distributed in the us, architect (B)(6).a follow-up report will be submitted when the investigation is complete.